Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 130 to 150 mg/dl. The customer feels well and did not report any symptoms. The customer took her meter to her physician's office on (B)(6) 2016, to compare results with a competitor meter. At the office, a back to back blood test was performed by the customer fasting and produced test results of 111 mg/dl using truemetrix meter and 140 mg/dl using physician's meter. The customer is currently taking insulin to manage diabetes. The test strip lot manufacturer's expiration date is 05/31/2016 and customer does not know the open vial date. The test results from meter memory were reviewed (time not set): (B)(6).